Event description:
As reported, during an ecir (endoscopic combined intrarenal) procedure but prior to patient contact, it was noted that the basket of an 'ngage nitinol stone extractor' was unable to open. The procedure was completed with a new 'ngage nitinol stone extractor'. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: a visual inspection and functional test of the returned device was conducted. On (B)(6) 2023, one used device was returned in opened packaging without the shipping try. The returned device was found to have a basket that was closed and could not be opened. Disassembly of the handle was attempted. The collette knob was very tight. Once it was removed, the cannula could not be pulled free and the basket could not be opened manually. Based on the investigation of the returned device and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: as reported, during an ecir (endoscopic combined intrarenal) procedure but prior to patient contact, it was noted that the basket of an 'ngage nitinol stone extractor' was unable to open. The procedure was completed with a new 'ngage nitinol stone extractor'. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The complaint device was not returned; therefore, no physical examinations could be performed. The provided information stated the complaint device was lost during the return process. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15127169 records no relevant non-conformances. A database search for complaints on the reported lot found four additional complaints reported from the field. The available evidence indicated the device was made to specification and that product in house meets specification. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.